Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing fatigue presented in clinic for follow up. Prior to visit, the patient was scheduled for pulse generator exchange procedure due to eri. Upon interrogation, the pulse generator exhibited intermittent output. On (B)(6) 2016, the device was explanted and replaced. The patient was doing well during and post operation.